Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an issue with filling his tubing and had a motor error alarm. Customer's blood glucose level was 166 mg/dl. Customer cleared the motor error alarm and then received a no delivery alarm. Customer was assisted with clearing the alarm. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Customer does not have a back-up plan and was advised to contact his health care provider for assistance. Customer was not able to troubleshoot for the no delivery alarm due to being stuck in the rewind process. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.